Manufacturer narrative:
No production lot was identified within the timeframe of this investigation. No complaint sample was able to be obtained as it was confirmed the complaint facility disposed of the device. It can be confirmed holmium laser fibers are subject to 100% inspection for both visual and power testing performance defects prior to release for distribution. The root cause of the fiber burn reported was not confirmed but with the information available it is likely it may be related to the state of the customer laser, such as alignment factors. No impacts or adverse events were reported as a result of the complaint as reported.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have burned during customer usage. No patient or clinician harm was reported.

Manufacturer narrative:
The returned complaint sample was confirmed to be "burned" as described by the complainant. The unit was returned incomplete, with nearly the entire length of the laser fiber unreturned. An area with char/burning was seen approximately 1mm from the end of the black stress boot. The fiber was broken in the area of the "burn/charring". It is acknowledged all holmium fibers are 100% power tested and visually inspected prior to release which confirms the operational capacity and state of the fiber. It is acknowledged the likely root cause was related to the handling of the laser fiber device. It is possible the laser fiber was broken after removal from the protective packaging which when engaged with the laser device caused a fiber burn in the area of breakage. Dornier laser fibers are fragile and must be handled with care as instructed on the dornier laser fiber IFU. No manufacturing defects or inconsistencies were revealed upon evaluation of the returned device.